Event description:
Additional information indicates that this patient underwent successful defibrillation threshold (dft) testing to evaluate the patient's system. No issues were revealed. The physican plans to conitnue to monitor this patient with normal follow-up.

Manufacturer narrative:
As of today, this product remains in-service. Should additional information become available, this report will be updated. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific crm received information that this chronic right ventricular (rv) lead exhibited out of range pacing impedances when configured with the pacing system analyzer (psa) and the patient's generator. The sensing and thresholds were normal. Technical services (ts) discussed that we are unable to rule out calcified body fluids versus a lead fracture. Ts suggested evaluating the high voltage portion, but also to consider at least placing a new rate/sense lead. No adverse patient effects were reported. Subsequent information indicated that the rv lead was left in-service and there was no fracture observed. The patient's device was tested with normal sensing and thresholds. No changes were made. Additional information was provided that this patient's system was exhibiting noise on the rate/sense channel. At this time, the noise is not being oversensed. No adverse patient effects have been reported. The field representative was to discuss with findings with physician. It was determined that this patient will continue to be followed and no additional testing has been ordered to confirm a lead fracture.